Manufacturer narrative:
The reported complaint of unreliable diagnostic information was confirmed. The root cause was traced to a leadless pacemaker (lp) firmware defect in which an atrial lp does not appropriately bin a paced event when it is preceded by a tachy sense event (and only bins the tachy sense event). The root cause of the tachy sense events could not be determined.

Event description:
It was reported that patient presented for a device check. Upon interrogation, it was noted that right atrium leadless pacemaker (ralp) showed unreliable reporting of atrial rates and pacing percentage. Programming changes were made. Patient condition was stable.